Event description:
It was reported that during implantation surgery, the surgeon tested the device and decided to remove it as high ground path impedance was seen. The implant would was closed completely shortly before removal. A back-up device was implanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device, a device analysis will be submitted as a f/u report.